Event description:
In 2005, a clinical incident involving a microblator 30 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the wrist, the patient's joint capsule was reported to have been cut with the device. The patient was reported to have lost the ability to move the mid and medicinal fingers. The patient was also reported to not have responded well to treatment.